Manufacturer narrative:
Section h6 correction: health effect - impact code 4624 - surgical intervention added. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. The lvad was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia, right heart failure, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of ventricular tachycardia (vt) prior to the left ventricular assist device (lvad). On (B)(6) 2025, the patient suffered vt ablation and acutely decompensated into right ventricular failure (rvf). On (B)(6) 2025, the patient was terminally weaned. The lvad had functioned as intended. No equipment would be returned.